Manufacturer narrative:
Visual inspection revealed deep scratches, indentations, and site stickers observed on the exterior housing. The warning label was present, but it ws peeling off. Both dust covers underneath the battery slots have been damaged. The unit was received with batteries inside. The battery compartment has signs of previous battery corrosion such as white powder residue on compartment sidewall. Pin 3 inside the nurse call receptacle was bent down. The unit did not send a signal to activate the indicator light at the nurse call test fixture due to a bent pin 3 inside the nurse call receptacle. If the device should fail to send a signal to the nurse call station, it may not alert the caregiver of a patient exit. This loss of functionality could contribute to a patient incident. In addition, due to the bent pin 3, the mode button did not go into voice only and mute modes when the nurse call cable was plugged into the nurse call receptacle. The unit passed all other functional testing. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the unit is over 6 years old at the time of this report. The instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file# (B)(4).

Event description:
The customer called about alarms which are having a variety of issues (no power, sounds when it should not, etc.). The date the issue was discovered is unknown and no patient incident or injury was reported. Product was received by the manufacturer on november 7, 2019 and evaluated by qa on november 13, 2019.